Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a regular pacemaker check on 09/09/2013, high atrial lead impedance was observed (>3000ohms) and threshold was immeasurable even with maximum output. Reportedly, atrial impedance was increased around 08/20/2013, and many mode switch episodes were recorded since then. Not usual atrial arrhythmia was recorded in mode switch episodes, but ar markers after ap were recorded, which lead mode switching. Normal values were obtained from ventricular lead. The mode was re-programmed to vvi, and the next check will be performed in 6 months.